Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was noted that the customer was hospitalized for high blood glucose. It was stated that the customer woke up and his glucose level was 300mg/dl. The customer went out for breakfast, and then he felt a chest pain. Troubleshooting was performed. The programming, time and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the device passed the tests successfully. No further information was provided.